Event description:
It was reported that the anesthesiologist observed the distal extension line to be obstructed and not patent. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. Good faith efforts were made to obtain additional information regarding the reported device issue and to determine whether any medical intervention was required. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4).